Event description:
The customer reported the system's temperature alarm sounded off with no reason. There was also a generator error message that displayed on the system. Additionally, there was a problem with the xray cube and the system was not booting up.

Manufacturer narrative:
This MDR is related to ge healthcare. The temp sensors were causing the generator error. The ge service rep replaced the components in the xray cube. The system operates as intended.